Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, with an evac 70 xtra hp wand, the ablate function was not working properly. Two add'l like wands were tested, however, both yielded the same results. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.